Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart during normal use of the insulin pump. The customer's blood glucose was 116 mg/dl. The customer explained that she had also received the low battery and low reservoir notifications. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised to monitor the insulin pump and call if the issue recurred. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.